Event description:
On (b)(), 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A trunk-ipsilateral leg component was advanced with a lunderquist wire. Resistance was felt as the device was being advanced. The graft was deployed, however; the device catheter became stuck on the wire. Another wire was inserted to regain access through the dry seal sheath, and the original wire and catheter were removed. The pt tolerated the rest of the procedure and no further complications were reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. An engineering eval is being conducted.